Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that lipids were leaking at the connection of the tubing that was closest to a patient in the nicu. There was no harm.

Manufacturer narrative:
Patient was an infant. The customer¿s report of lipids were leaking at the connection of the tubing that was closest to a patient was not confirmed. Visual and microscopic inspection showed no anomalies. Functional and pressure testing identified no leaks or anomalies. The root cause of the customer's report was not identified.

Event description:
It was reported that lipids were leaking at the connection of the tubing that was closest to a patient in the nicu. There was no harm.